Manufacturer narrative:
Follow-up with customer indicates that after cartridge change, no further occlusion alarms were received. No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow-up report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, there was no impact to customer's blood glucose level.